Event description:
It was reported by the patient advocate that the patient with this pacemaker stated experiencing change in heart rate. Emergency medical services were contacted, symptoms resolved with return of normal color, and hospital transport was declined by the patient. Technical services (ts) referred the patient to the physician for further evaluation. To date, this pacemaker remains in service. No adverse patient effects were reported.